Event description:
On (B)(6). 2018 the field service engineer (fse) was on site (aphm marseille) to assist a surgery case. When the surgeon wanted to start marker registration a message appeared on the screen "impossible to connect to the robot, the device will shut down". The fse decided to restart the device and at the same step, the same message appeared. The fse restart the device again and logged into technical session. The log files reading showed that it was impossible for the computer to connect to the controller. The fse decided to remove the robot from the operating room and remove all cover panel to access to the controller. Before a too big lost time, the fse decided with the surgeon to cancel the surgery case with the device. After a complete checking the connection between robot arm-controller-computer seems to work well. The fse suspects that the starc card was unplugged (controller log file will confirm it). A possible explanation of this hypothesis is that the floor is not perfectly flat between the storage space and the or. After several test, the robot worked well on both technical and maintenance session.

Manufacturer narrative:
It was reported that the computer was not able to connect to the controller. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data log confirmed the connection was impossible. Based on the complaint description several connections to robot arm failed probably due to the bad connection or disconnection of the starc card following the robot transportation between the storage and operating room. The device model rosa one is not FDA cleared but is similar to the device rosa brain 3.0, classified haw and cleared under k172444. (B)(4). Patient code(s) : 3191 - no code available : the surgery was cancelled.

Manufacturer narrative:
The device model rosa one is not FDA cleared but is similar to the device rosa brain 3.0, classified haw and cleared under k172444. The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
On (B)(6) 2018 the field service engineer (fse) was on site ((B)(6)) to assist a surgery case. When the surgeon wanted to start marker registration a message appeared on the screen "impossible to connect to the robot, the device will shut down". The fse decided to restart the device and at the same step, the same message appeared. The fse restart the device again and logged into technical session. The log files reading showed that it was impossible for the computer to connect to the controller. The fse decided to remove the robot from the operating room and remove all cover panel to access to the controller. Before a too big lost time, the fse decided with the surgeon to cancel the surgery case with the device. After a complete checking the connection between robot arm-controller-computer seems to work well. The fse suspects that the starc card was unplugged (controller log file will confirm it). A possible explanation of this hypothesis is that the floor is not perfectly flat between the storage space and the operating room. After several test, the robot worked well on both technical and maintenance session.